Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached it's end of service. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04198 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.